Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A health care provider reported that the patient was having an MRI to look for a possible infection in the neck area which is near the leads. It was noted that dr. (B)(6) was the prescribing physician. The caller also stated that a statement made by tech services about a closed bore was confusing because an MRI scanner is open on both ends. Tech services sent guidelines (doc 2400) to the caller. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_label_acc, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-02-22 reporting that 6-8 weeks post implant (sometime in (B)(6) 2016) the patient¿s incision opened. This happened frequently to the patient. Because the incision opened the patient became infected. Cultures were performed by the wound care specialist that determined the infection was staph. The patient was taking antibiotics and receiving ongoing wound care. The hcp would revise the lead. Additional information was reported on 2017-03-14 from the health care professional (hcp) via a manufacturer representative. It was reported that the anchor eroded through the skin sometime in (B)(6) 2017. This timeline contradicts the previously reported information from the health care professional (hcp) that the event had started 6-8 weeks post implant which would make the event date estimated to be sometime in (B)(6) 2016. The lead came out and was partially cut off until the revision surgery was scheduled. There was no infection or any other issues reported. This information is contradicts the hcp information that the patient had a confirmed staph infection. There were no environmental factors reported. No diagnostics were performed. The health care professional (hcp) cut the lead that was hanging out. The revision to put a new lead back in was scheduled for friday ((B)(6) 2017). The issue was reported to be resolved as the patient had recovered from the erosion and was awaiting the revision surgery. The patient medical history and patient weight were asked but would not be made available due to legal/confidential reasons. The patient was alive with injury. The cut lead was discarded and would not be returned.